Event description:
It was reported that the device had the thermal event of smoking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: smoke happened during use. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a probe short due to a fluid ingress reaching the pcb board, clogged, poor or no suction during use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had the thermal event of smoking.